Event description:
The valve did not flow properly when placed in pt. It may have been torn or not working properly.

Event description:
There was a hole in the catheter, possibly made by the trocar during surgery.